Event description:
Explanted device from foreign reporter returned with comment "the pump was explanted due to no infusion." Device is being analyzed by MFR as of the date of this report.

Manufacturer narrative:
08/18/1998: h6-primary finding of device analysis revealed no device failure, no anomaly found. The device was placed in extended infusion testing for 105 days, and passed with normal device function noted. The alleged device failure could not be duplicated.